Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a malfunction alarm. Customer's blood glucose was 299 mg/dl. Reportedly, customer performed a pump reset and cleared the malfunction successfully.